Event description:
It was reported that the pulse generator exhibited no telemetry, no pacing on the surface electrogram, and would not respond to magnet application. There was no device history, as the patient had been lost to follow-up. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na